Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a main drawer 2.1 failed to open. The customer reported that issue occurred when dispensing medications and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2-1 (legacy half-height drawer) failed to open and could not be manually released. It made a clicking sound but remained stuck. A field service engineer opened the back panel, sensors were cleaned, and wiring was inspected. Diagnostics tests for the drawer and sensor were performed and all passed. Customer recovered the drawer, inventoried the medications, and confirmed that the drawer and pockets opened normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a main drawer 2.1 failed to open. The customer reported that issue occurred when dispensing medications and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.